Event description:
Ge reference number m1148290, lot number 123004 had an obstruction due to manufacturing quality control issue. The anesthesiologist's vigilance and troubleshooting averted a negative outcome to the patient.